Event description:
It was reported that no reading occurred. The sensor was inserted into the arm on (B)(6) /2024. On 03/25/2024, the pediatric patient was watching television when they started vomiting and felt tired. It was not reported what the cgm was displaying during this time; however, the patient's parent took the patient to the emergency room. At the ER, they checked a finger stick reading and it was 600 mg/dl while the cgm had no readings. The patient was treated with 500 mg/dl of saline solution. The patient stayed in the hospital for 2 days. At the time of the report, the patient was doing fine. Data investigation could not confirm no readings/ sensor error/ brief sensor issue occurred. However sensor error under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.